Manufacturer narrative:
Corrected initial reporter country.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The powder bag was damaged. During the operation, a non-sterile bag (foil) was opened. After a sterile bag in double packaging with powder was removed; damage to the plastic bag with powder was found when opening the paper-plastic bag. Damage was on the side seam. The powder was spilled. This package was replaced with another to complete the operation. Code 3312-040; lot 9078414; cmw 1, 40 gr 1 pcs.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the complaint states: ¿the powder bag was damaged. During the operation, a non-sterile bag (foil) was opened. After a sterile bag in double packaging with powder was removed; damage to the plastic bag with powder was found when opening the paper-plastic bag. Damage was on the side seam. The powder was spilled. This package was replaced with another to complete the operation. Code 3312-040; lot 9078414; cmw 1, 40 gr 1 pcs see attachments.¿ the hospital has not returned the physical sample but has supplied photographs of the defective part (see attachment ¿(B)(4) customer photos.pdf¿). First customer photo shows a hole of approx. 1mm in the left side of the powder bag. Second customer photo shows the powder bag inside the powder pouch which has been opened. No loose powder is visible in between the layers of packaging. No damage visible to powder pouch to explain damage to powder bag. These photographs confirm the complaint description. Retained samples were examined but no further instances of this failure mode were discovered. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.